Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer's blood glucose was 485 mg/dl. Customer is currently traveling and getting no delivery alarms, she went to a local pharmacy and they called her healthcare provider who authorized syringes. Customer treated with the syringe. Customer states she is on a day trip without any additional supplies and getting no delivery alarms. She has been getting them for about 3-4 hours. Customer states the no delivery started with bolusing and then with the basal delivery. Customer states she put the set about 3 days ago and would be doing a set change today. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. The insulin pump will not be returned for analysis.